Event description:
No additional information was provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned product confirmed the rod was broken therefore the reported failure mode was confirmed. As part of this investigation, functional testing and x-ray did not apply due to the condition of the rod. Because the rod met manufacturing specifications assembly, the breakage did not relate to any manufacturing processes or material issues. The probable root cause of the reported issue is due to the patient's daily activities. Device records review: review of the device history record for the rod confirmed that it met all of the required quality inspections prior to release.

Manufacturer narrative:
Updated data.

Event description:
No additional information was provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to a fracture at the distal end of the rod.